Event description:
The customer reported that out of specification level one human chorionic gonadotropin (bhcg) quality control (qc) results were generated on the access 2 immunoassay system over multiple days. This is report one of five and represents the out of specification level one human chorionic gonadotropin (bhcg) quality control (qc) results generated on (B)(6) 2011. No erroneous patient results were released from the laboratory in connection to the event. There was no death, serious injury or modification to patient treatment associated or attributed to this event. An instrument system check performed by the customer per beckman coulter inc. Recommendations yielded acceptable results. No sample handling/collection information was provided by the customer.

Manufacturer narrative:
Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that on (B)(6) 2011, initial level one human chorionic gonadotropin (bhcg) quality control (qc) results were elevated approximately three standard deviations above mean values. A new bhcg reagent pack was loaded on the instrument and a subsequent quality control assessment indicated that bhcg qc then recovered approximately four standard deviations below mean values. An instrument assay calibration was performed and subsequent qc results recovered within customer established specifications and the customer indicated that the relative light units (rlus) recovered close to release data values. Beckman coulter inc. Is currently investigating this issue. A definitive root cause for this event has not been defined to date. Mdrs related to this event: 2122870-2011-03376, 2122870-2011-04551, 2122870-2011-04552, 2122870-2011-04553, 2122870-2011-04554.